Event description:
Account reported the intraocular lens was explanted 1 month after original implant due to a refractive surprise. No patient injury occurred.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 4.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned lens has not yet been completed. Prior to release the lens met all manufacturing specifications. Additional information received shows the original implant of 4.5 diopters was replaced with a 9.5 diopter lens of the same model. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.